Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Unable to duplicate the customer?s reported issue. Pump is over 6 years old. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing which passed. Repair was not needed per customer reported problem due to no problem was found.

Event description:
It was reported that blank screen background test failure event occurred. No patient injury reported.